Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set had become separated from the patient line of the cassette during drain nine of ten of peritoneal dialysis. The technical service representative assisted the care giver in ending therapy and advised the care giver to have the patient complete therapy using all new supplies or using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.